Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no indication of a lot specific product quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the armada 18 dilatation catheter was advanced to the target lesion in the right superficial femoral artery. An attempt was made to inflate the balloon; however, the device would not inflate due to a suspected pinhole rupture. The device was removed from the anatomy without issue. A second same device was used with the same inflation device and no issues noted. There was no adverse patient effect and no clinically significant delay. No additional information was provided.